Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR? A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had foreign matter inside the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one photo was received and evaluated. The photo depicts a loose 10ml syringe. The syringe appears to have a small brownish particle at 9ml level outside the grad lines. The stopper is in the bottom out position and the particle is located above the stopper outside the fluid path. It is not clear whether the particle is loose or embedded from the photo provided. Physical sample is required for proper fm evaluation. Particle appears to be large than level 3 in size, which is rejectable per product specification. Based on the photo provided it is not possible to determine the nature of the fm depicted and therefore root cause cannot be determined. Physical sample is required for proper investigation and root cause determination. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe luer-lok¿ tip had foreign matter inside the syringe. No serious injury or medical intervention was reported.